Event description:
It was reported that patient was implanted with a stryker left hip in 1997. Due to loosening of the exeter stem, patient had a revision of total left hip. The cup, liner, ball and stem were removed.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown exeter stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.